Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: only an introducer system is returned and no difference was noted when comparing the grasping hook with an test hook. The shape of the hook is perfect and it nicely grasp a test filter. Based on the returned, it is not possible to determine a root cause for the difficulties encountered. The physician was supervised and it was found that the pre deployment issue was related to user technique. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: jugular approach filter disconnected from delivery device on 2 occasions in patient. Device was finally placed as desired. Patient outcome: unknown as information was not provided.